Event description:
The home patient (hp) stated a supply bag fell and became disconnected during dwell 3. The technical service representative (tsr) instructed the hp to close clamps. The tsr then advised the hp to discard supplies and finish with new supplies or manuals. On (B)(4) 2010 product surveillance spoke with the hp who stated he was sleeping so he was not certain what happened. The hp stated he does have a cat that could have possibly bumped the set up or the hp stated he noticed when the solution is pulled, the bags sometimes shifts. The hp stated this was the first time a bag had fallen. The hp stated he feels fine and reported no adverse events. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by air being sucked into the disposable after the supply bag fell and disconnected. The hp stated he does have a cat that could have possibly bumped the set up. The batch review was performed on potentially associated lots with no issues noted. The homechoice apd systems patient at-home guide instructs users to place solution bags on a flat, stable surface and not stacked on top of each other. This review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to baxter (B)(4) that four basal/bolus infusor devices were leaking from the blue winged cap during patient use. This is report number 2 of 4. The devices were being used without the patient control module (pcm) and were capped at the pcm luer adapter when leakage occurred. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The sample was discarded. Should additional information become available, a follow up MDR will be sent.